Event description:
As I was in recovery the defibrillator went off 27 times straight, I was rushed to ICU where I was knocked out by drugs, I was told by nurses that I died twice while they were trying to figure out what to do. They have adjusted the pacemaker/defibrillator to a setting that makes it extremely hard to set off, this adds to my vulnerability of dying from a heart attack. FDA safety report ID# (B)(4).